Event description:
The following has been reported: "force sensor error. Force sensor error, try to calibrate but not done". Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(4) was not returned to our laboratory for analysis, and neither was the suspected defective part. Therefore, no futher investigation could be performed and the reported event could not be confirmed by our laboratory. However, reported error 22 was confirmed using the customer provided video. Based on available information, the root cause of the reported issue could be linked to a defective force sensor. However, since the subject device was not returned, it remained unknown (not returned). An internal CAPA has been opened in order to investigate and reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.